Event description:
It was reported that during a training, a trainer contacted tech support to report repeated recoverable faults associated with universal surgical manipulator (usm) arm 1, specifically error 31199. The intuitive surgical, inc. (Isi) technical support engineer (tse) guided the caller through a hard power cycle, after which the system powered back on with error 25730, again indicating a problem with arm 1. Onsite was not connected at the time of the call. The team swapped out the patient side cart (psc) with another da vinci system to continue the session. Shane planned to send pop-up logs when possible. There was no report of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis investigations did not confirm the customer reported complaint involving error 25730. In logs, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a patient fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, all assemblies were inspected, but no faults could be identified.